Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had a b30 scope communication error and e315 error. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   The device was evaluated by a field service engineer and the customer's complaint/reportable malfunction was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: -defective socket -image interference based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the b30 error was caused by the use of a defective endoscope (gif-h185) in combination. It is surmised that the cause was fluid found inside the device. Olympus will continue to monitor field performance for this device.